Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated random loss of prime alerts in the past month. Patient stated that the cartridge was changed every 2-3 days, cycled 3-5 times before filling, cartridge cap was secured, there was no change in temperature or force, there was no alarms prior to loss of prime alerts, and there was no trauma or visible damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.